Manufacturer narrative:
The attachment device was received for evaluation. The attachment device was evaluated and the device failed the cutter insertion test. Evidence indicated this was due to usage wear over time. The reported condition was confirmed. If additional info is received, a supplemental report will be sent.

Event description:
Reported received from the (B)(6) stating that during set-up, it was observed that the attachment device "would not turn". There was a five minute delay to the start of surgery. An identical spare device was available. No injuries or medical intervention were reported. There was no additional info provided.